Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was implanted into the pt. The cause of the event remains unk.

Event description:
It was reported during a neurovascular endotherapy procedure, following the successful detachment of the first coil, the guide catheter made contact with the artery which reportedly caused a vasospasm and contrast retention. The physician was reported as saying that "the coil was ready to be released" and he continued the procedure without contrast, however the battery and/or signal monitor did not signal detachment. The physician reportedly waited an additional six mins for the coil to detach but it did not signal. The physician decided to release the coil mechanically with rotating movements of the steel wire guide. When the coil was released, two millimeters remained outside the aneurysm sack. The physician pushed the remaining two millimeters of coil back into the aneurysm sack with use of the guidewire. The procedure was completed. No further info was disclosed. The pt's condition and whether or not medical intervention was needed is unk.